Manufacturer narrative:
The device has not been returned for evaluation. The revision surgery which corrected the loosened screw subsequently led to fusion. Review of labeling notes: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries". "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Device not returned.

Event description:
On (B)(6) 2014 a (B)(6) year old male patient had 4 level procedure from c3 to c7. During the 12 month follow up it was discovered via radiograph that there was a backout of a screw at the lower end of the construct. On (B)(6) 2015 the patient underwent a revision surgery to address the backout. A follow up appointment on (B)(6) 2015 revealed the patient is doing fine post revision and that spinal fusion has occurred. No patient injury was reported.